Event description:
Patient presented to the physician with ongoing symptoms of right-sided tongue deviation, inability to move the tongue to the molars or to the upper lip, and slurred speech. Physician brought the patient into the or and removed the entire inspire system.